Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative joint disease and for the removal of two screws from femur and tibia. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a stage 1 of a 2 stage revision with the implantation of antibiotic-impregnated cement, of the left knee revision due to loosening of the tibial component, swelling, arthrofibrosis, synovitis, limited range of motion, and pain. The surgeon reported the patient¿s tissues appeared gray and grayish also in the knee joint. The surgeon noted laxity of the knee with varus and valgus stressing, with clunking and subluxing of the knee. He indicated tibial loosening where the cement did not have good bonding to the tibial surface. The surgeon noted the femoral component was removed. He reported poor bone quality and was suspicious of a fungal infection. Competitor¿s antibiotic impregnated cement was utilized, and there were no complications reported. Doi: (B)(6) 2017; dor: (B)(6) 2018 (lt knee).